Event description:
Customer reported that the buttons on the insulin pump are not working. Customer changed the batteries out and received a battery out limit. Customer stated that they press the key pad and nothing works. Customer's blood glucose reading at the time of the call was 197 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed the insulin pump passed the displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. The device was received with intermittent button response due to corroded keypad traces. The unit also was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.